Manufacturer narrative:
1038671-2024-00631 multiple MDR reports were filed for this event, please see associated report: 1038671-2024-00631. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation) the following sections were corrected: h6 (health effect - clinical code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. 3044). Patient ID: (B)(6). It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2018, and then experienced a revision surgical procedure on (B)(6) 2021, approximately 3 years after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available. (B)(6) 02-012-35-4017 - logic ps tib ins sz 4 17mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k132161. FDA recall z-0021-2022. Concomitants: 5393893; 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 4846297; 02-012-60-1440 - tru stem ext 14mm x 40mm. 5560086; 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. Ab1488; 1500-sg - cemex system genta 80g. 5200312; 200-02-35 - three peg patella 35mm. 4694526; 201-78-97 - 2 pk, schanz pin, 3mm x 145mm. 5431549; 204-70-00 - tibial stem ext. Screw. 8001018311; a10012 - gps implant kit v2. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs allege that their knee or hip replacement devices failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
D10 concomitants: 5393893; 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 4846297; 02-012-60-1440 - tru stem ext 14mm x 40mm. 5560086; 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. Ab1488; 1500-sg - cemex system genta 80g. 5200312; 200-02-35 - three peg patella 35mm. 4694526; 201-78-97 - 2 pk, schanz pin, 3mm x 145mm. 5431549; 204-70-00 - tibial stem ext. Screw. 8001018311; a10012 - gps implant kit v2. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.